Manufacturer narrative:
The insulin pump had failed self-test alarm noted during self test due to faulty force sensor resistor. The insulin pump had scratched lcd window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed self-test. The customer's blood glucose was 4.0 mmol/l at the time of incident. The insulin pump was returned for analysis.